Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a red and itchy rash that is sore to the touch. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed bepanthen for the skin irritation. Follow up indicated that the skin irritation improved.